Manufacturer narrative:
The device was manufactured january 8, 2018 ¿ january 9, 2018. The device was received for evaluation. Visual inspection with naked eye noted fluid inside the device housing and the bladder was observed to be ruptured. Microscopic examination revealed no signs of abnormality that would have caused or contributed to the ruptured bladder. The reported condition was verified. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked during filling with 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
After performing due diligence it was learnt the location of the leak was at the fill port. Hence, the reported issue would not represent a breach in the sterile fluid pathway and does not pose a risk of harm to the patient. In the event the patient were unable to complete their therapy due to the reported issue, this event would represent delay of therapy. Conversely, this device is not intended for use with life-sustaining medication. Thus, a one-dose delay or interruption in therapy most likely would not affect the patient outcome. Therefore, this issue is unlikely to cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.